Event description:
Device diagnostic testing resulted in high lead impedance reading, indicating possible device malfunction. The patient underwent generator replacement surgery due to end of service. After the pulse generator replacement surgery, device diagnostic testing resulted in high impedance. The patient was already in recovery when the device diagnostic testing was performed; therefore, it was too late to ascertain the reason for the high impedance test result. A lead break was suspected. Further follow-up indicated that revision surgery was performed during which the lead connectors were disconnected from the generator and then re-inserted. Device diagnostic testing was within normal limits, indicating proper device function. The generator/lead connection was checked again before completing the surgery and again device diagnostic testing was within normal limits. The patient is reportedly doing well. It is belived that there was a problem with the generator/lead connection following generator replacement surgery.